Manufacturer narrative:
Used the first date of the month of the aware date (01jul2021) as the event date provided was incorrect.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following deployment of a non-boston scientific stent, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date (01jul2021) as the event date provided was incorrect. Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen, and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole in the balloon located 21mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following deployment of a non-boston scientific stent, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was stable.